Manufacturer narrative:
On 19 june 2016 it was prepared a final report with the information already submitted in the initial report. On 20 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 30mar2016 and includes: no fall occurred. It is unknown if the patient's knee was stable during the 7 months of elapsed time. The surgeon did not provide any comments to the sales agent. Additional information received on 31mar2016 and includes: the hospital will not release the x-rays, and the sales agent is unable to obtain further information. Batch review performed on 14 april 2016. Lot 141646: (B)(4) items manufactured and released on 08 september 2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
After going down a flight of stairs, the patient's kn ee became unstable. The surgeon revised the insert. The surgery was completed successfully. X-rays and explants are not available.